Manufacturer narrative:
Device evaluated by manufacturer - the taxus liberte device was received with no original packaging or other devices. There was clear fluid in the inflation lumen and blood on the distal tip of the stent delivery system (sds). The stent was centered between the markerbands on the tightly folded balloon. There were two flared struts in the first proximal row of stent struts. There was no other damage to the stent. There was a sharp bend in the hypotube 4.6 cm from the strain relief. There was no other damage to the sds. The reported stent damage was confirmed; however, there was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 85% stenosed lesion being treated was located in the severely tortuous and severely calcified proximal right coronary artery (rca). Following use of a rotablator atherectomy device the physician attempted to place a 3.50x16 mm taxus liberte stent but was not able to cross the lesion. Upon removal flaring to the proximal side of the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4).device is a combination product.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 85% stenosed lesion being treated was located in the severely tortuous and severely calcified proximal right coronary artery (rca). Following use of a rotablator atherectomy device the physician attempted to place a 3.50x16 mm taxus liberte stent but was not able to cross the lesion. Upon removal flaring to the proximal side of the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status is fine.